Manufacturer narrative:
One level 1 hotline low flow system fluid warmer was received with a cracked water tank cover and dirty enclosure. The water tank was filled with water, a temp check was attached, a cord was plugged and the device was powered on. The reported issue was able to be duplicated. The issue was caused by a faulty printed circuit board (pcb) and it will be replaced to resolve the issue.

Event description:
Information was received indicating that the overtemp alarm on a smiths medical level 1 hotline low flow systems does not function properly. There was no reported adverse event.